Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37752, serial# (B)(4), product type recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
It was reported the patient saw a power on reset (por) screen on the recharger. This screen appeared the first time a couple days ago. The patient was able to clear the por successfully and able to see the normal therapy screen on the patient programmer (pp). It was confirmed the por message no longer appeared on the insr. The ins was reportedly charging normally and the ins battery was about half full. Additional information received reported the patient did not know what error code accompanied the por. The cause of the por was unknown. The patient was experiencing the same prior symptoms. The patient recovered without permanent impairment. The unit was reportedly working ¿fine at present.¿